Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. The proximal end of a contralateral leg endoprosthesis was placed approximately 1cm above the bifurcation of a trunk-ipsilateral leg endoprosthesis. The patient tolerated the procedure. On an unknown date, follow-up imaging determined a thrombotic occlusion of the ipsilateral leg endoprosthesis beginning at the level of the bifurcation of the trunk-ipsilateral leg component and extending distally down to the bifurcation of the external and internal iliac artery. On (B)(6) 2019, the patient underwent reintervention and a thrombectomy with a fogarty catheter was performed followed by placement of an contralateral leg component to extend coverage of the ipsilateral leg. The patient tolerated the procedure. The physician suggests the cause of the thrombotic occlusion was placement of the contralateral leg component to far proximal above the bifurcation, which led to a decreased blood flow within the ipsilateral leg side of the trunk ipsilateral leg component.